Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Investigator's unable to download event history log. During the investigation, the device was powered up and alarmed ec1260 which according to the investigation is a corruption of the memory of the circuit board. The customer's reported problem was confirmed. The investigation confirmed that the circuit board caused the reported problem. Service replaced the circuit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "error 1260 alarms". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.